Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported blue slide clamp with not power on the pump even though it will open the door which were reproduced during evaluation and found to be caused by a stuck upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced not powered on using blue slide clamp. The event occurred during testing in the biomed service. There was no known patient injury or medical intervention associated with this event. No additional information is available.